Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shocking lead impedance (sli) measurements greater than 125 ohms following device connection at implant. It was confirmed that the setscrews were fully engaged. Impedance measurements were checked using both wanded and rf telemetry. The df-1 portion of the lead was checked using unipolar impedance testing. The proximal coil segment had an impedance measurement of over 4,000 ohm, suggesting a probable fracture. The distal coil segment had an impedance measurement of 600 ohms. The proximal portion of the lead was programmed out of the system and defibrillation threshold testing was successful. The device remains in service. There were no adverse patient effects reported.